Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets was kinked on (B)(6) 2024. The blood glucose level was 180 mg/dl at the time of first event, displayed high for the second and third event and was managed by multiple daily injections (mdi). The site of insertion was abdomen for first 2 events and thigh for third event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1886112 - MDR 3003442380-2024-07966 - device 2 of 3.